Manufacturer narrative:
Batch review performed on 24 january 2020: lot 187301: (B)(4) items manufactured and released on 27-nov-2018. Expiration date: 2023-11-14. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any other similar reported event. Clinical evaluation performed by medacta medical affairs director: early loosening of tibial baseplate in cemented primary tkr, 9 months after index surgery. Aseptic loosening is a possible adverse event following tkr, described in literature. In this case, a problem with cementation seems to be envisageable from the frontal xray, but the cause cannot be determined with certainty. We do not see any hint of a potentially defective implant. Patient match planning review performed by medacta mysolution team: case (B)(4) (lot. 79838k). As per your request, we analyzed each step of the myknee process; no errors have been found. Here below the detailed analysis of the process: images qc: the dataset fully respects the protocol. The images were not expired at the time of the surgery. Reconstruction: the reconstructed profile follows precisely the contour of the bone planning - landmarks: all the landmarks were taken accordingly to the process pre-op information: as per the other cases, the only information available to the my knee team was about the bones. No pre-op information was available regarding: the status of the ligaments: this information, as for all the cases, is available just to the surgeon. The thickness of the cartilage: this information is not available, since this case is CT-based. Planning proposal: in the planning proposal, all the chosen parameters are within the range of preferences set by the surgeon on the website. Planning - validation: our planning proposal went into automatic validation without any change in the parameters. Planning - choice of the size: the coverage offered by the tibial implant size 4, the ones chosen in our planning proposal. The surgeon implanted the size 4 on the tibia tibial cutting block: all the pads are in contact with parts that cannot get detached implant positioning: the prosthesis would fit with the parameters of the validated revision. Extra-analysis: we received an image showing a frontal x-ray and an image showing a lateral x-ray. All of them are not optimal (they are photos of a monitor), as a consequence the precision of the analysis cannot be high: no quantitative analysis is possible. We overlapped, on both the files, the 3d bone model of the tibia cut with the parameters of the validated revision and the implant. No substantial deviations have been found in the positioning of the tibial implant. Conclusions: our analysis of the myknee process of this case found no deviations from the standard procedures. Each step has been performed correctly.

Event description:
Patient returned to the surgeon as in pain. Aseptic loosening of tibial baseplate was identified. Revision surgery was performed successfully 10 months after primary.